Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the r waves had dropped when it comes to this right ventricular (rv) lead. The pace impedance measurements and also decreased as the pacing threshold. The issue occured at the implant. The rv lead was repositioned and remains implanted. No adverse patient effects were reported.